Manufacturer narrative:
On 08 april 2016, the medical affairs director performed a clinical evaluation and commented as follows: tibial loosening after 10 years of a cemented tibial component in tka. Heavy patient, the tibial component looks slightly undersized, but it is conceivable that the bone has changed in 10 years also due to the significant overweight condition of the patient ((B)(4)). No reason to suspect that a faulty device caused the mobilization. Batch review performed on 13 april 2016. (B)(4). Preliminary investigation performed by r&d project manager on 15 april 2016: in the picture attached the explanted tibial tray and tibial insert can be seen. Since the upper proximal surface of the tibial tray - not in contact with the cement - is represented, it is not possible to make any considerations related to the event. We wait to receive and visually analyze the explanted components to make further considerations. Not yet received.

Event description:
Revision 10 years after primary due to tibial baseplate loosening. The implant was actually unsealed with no trace of cement on the base.

Manufacturer narrative:
On 19 may 2016 the (B)(4) project manager performed a visual inspection of the retrieved items and commented as follows: investigation on the tibial baseplate: no residual cement was found on the bottom surface in contact with the bone. Since the cement is a filler and not an adhesive, it is usual to not see residual cement on the explanted component. The finishing of the distal surface was found conformed to the specifications in most of the surface and polished in small areas. This was most likely for the wear of the component for its mobilisation. Some scratches have been noted on the distal surface of the tibial baseplate, most likely caused by the instruments used to explant the tibial component. Investigation on the uhmwpe liner: the anterior feature of the clipping system of the connection with the tibial baseplate was found damaged; this damage was most likely caused during the explantation. The explanted pe liner was found regularly worn out after 10 years from the first implantation.

Manufacturer narrative:
On 16 june 2016 it was prepared a final report with the information already submitted in the previous reports. On 26 june 2016 the report was sent to the initial reporter and the case was closed.